Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a cardiac resynchronization therapy (crt) pacemaker upgrade procedure. During the procedure while placing the left ventricular (lv) lead, it was noted that the guidewire could not advance into the lv lead as there was a lot of resistance. After positioning the lead with difficulty, loss of capture and a lot of noise were observed on the lv lead. The lv lead was not used and not replaced as the physician elected to implant a conventional pacemaker instead. The patient remained stable throughout the procedure.